Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized until or up to the time of death. It was not reported if pd therapy was ongoing until the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported problem. The results of the sample analysis revealed that during visual inspection found no backlights. The keypad lighted cable was replaced for no backlights. The device passed all check and calibration tests successfully during service. The power on self-test was successfully completed. The power on self-test was successfully completed. The one hour therapy was completed without error or alarm. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Per the device evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.